Event description:
It was reported that, "during the tha, when the surgeon was inserting a cup by using the nav straight cup positioner, the prism fell off from the main body."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.